Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system exhibited heart rates in the 20s. The local field representative was paged per request of the health care professional. Additional information was requested but not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.